Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 84 mg/dl. The insulin pump gave a weak battery alarm. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised they were at the beach, however they have no idea what happened. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected scrolling of numbers anomalies or weak battery alerts noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specifications. No button response on the up arrow button due to corroded keypad traces noted. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.